Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle the scale mark is lower than other syringes. Compared to normal syringe, its difference is significant. Five syringes are involved.

Manufacturer narrative:
Investigation summary: customer returned (5) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 5341615. Customer states that the first scale mark is lower than other syringes. All returned syringes were tested using the plug gauge and all exhibited the placement of the 5 unit marking to be out of specifications. A review of the device history record was completed for batch # 5341615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Holdrege received (5) 3/10ml, 6mm, 31g syringes from batch #5341615. Samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Samples were tested using the direct weight method per test procedure tp700119. Test was conducted for u-100 scale markings at 10 units (0.0933-0.1063g) and 30 units (0.2843-0.3143g). All samples passed the test procedure. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle the scale mark is lower than other syringes. Compared to normal syringe, its difference is significant. Five syringes are involved.